Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: the black box shows evidence of a partially discharged battery being installed on complaint date. The pump powers with returned battery cap to a dim discolored display. Battery cap is unable to fully tighten. Battery compartment cracks observed in thread area and below grip pad. The current draws within specifications; idle -70ma, sleep -00ma, load -180ma a "battery life" issue was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.